Event description:
Ventilator was on a patient and just stopped breathing and alarmed with a device failure alarm that could not be cleared. The only way to stop alarm was to turn the ventilator off. The nurses and technicians were forced to swap out the ventilator with another to put back on the patient. Manufacturer response for ventilator, drager (per site reporter): awaiting response.